Event description:
Tvt was placed anteriorly and posteriorly. Vaginal wall suspension was completed using first tvt device going through a tunnal between the rectum and uterosacral space, ending at the vaginal apex bilaterally. A second tvt device was used to complete an anterior colporrhaphy. The mesh was described as supporting the pelvic floor after placement. A gortex suture had been anchored to one of the tvt devices in order to complete the colpoplexy. During march 2003 the pt complained of pain with intercourse, pain with defecation and a constant urge to evacuate their bowel. Pt also has symptoms of hematuria and pyuria. A second surgical procedure was completed 2003 to remove the tvt mesh due to an infected and eroded mesh into the vagina and a bowel obstruction related to tape. Where the tape had been adherent to the vaginal apex, an abscess cavity was found and evacuated.